Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration and qc results were ok. There was no indication for a performance issue of the reagent. The investigation reviewed the systems alarm trace and no abnormalities were discovered. The customer's sample pre-analytical details were requested but not provided. The field service engineer performed system checks and adjusted the sample probe and rinse levels. He performed precision testing with acceptable results. After service, the customer performed qc and no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas 6000 c (501) module. Prior to patient testing, the calcium qc was ok. The initial calcium results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different analyzer due to the initial calcium results being lower than expected. Patient (B)(6) initial calcium result was 6.9 mg/dl, and the patient's repeat result was 8.9 mg/dl. Patient (B)(6) initial calcium result was 4.0 mg/dl, and the patient's repeat result was 8.3 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 54629901 and the expiration date was 31-jul-2022.